Event description:
Male patient with pre-procedure diagnosis of proximal neck angulation below the renal arteries and history of hypertension and angina pectoris, had aaa repair in 2007. The procedure went as labeled but the proximal neck angulation caused the main body to be placed with its proximal neck portion angulated. The ipsilateral iliac leg was placed slightly (approximately 5 mm) higher than the internal iliac artery. The confirmatory angiogram revealed a proximal type I endoleak and an ipsilateral distal type I endoleak. One iliac leg graft was placed in addition to the ipsilateral iliac leg graft and extended down to immediately above the bifurcation of the internal iliac artery. Another manufacturer's stent was placed at the proximal end of the main body. The final angiogram confirmed the resolution of the endoleaks and the procedure was completed.

Manufacturer narrative:
Evaluation: cook's instruction for use does indicate that key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation, short proximal aortic neck, an inverted funnel shape, and circumferential thrombus and/or calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. Irregular calcification and/or plaque may compromise the fixation and sealing of the implantation sites. Necks exhibiting these key anatomic elements may be more conductive to graft migration. Inaccurate placement and/or incomplete sealing of the zenith aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complication. No product was returned to assist in this investigation. An internal clinical review indicated that the endoleak was caused by user error in placement of the device outside of the criteria due to adverse patient anatomy.